Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 500 (mg/dl) in the middle of (B)(6). Reportedly, the customer was experiencing an unspecified illness. Customer delivered a correction bolus and drank water to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.